Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. Technical services reviewed x-rays and concluded the electrode was under-inserted into the device header. The doctor elected to reprogram the system sensing vector and is monitoring the patient. The system remains implanted. There were no adverse patient effects.